Manufacturer narrative:
Additional information: d4, d9, g3, h2, h3, h4, h6 one bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. The flex tip of the catheter had been fractured; however, remained attached to the device, consistent with the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause of this device deficiency was determined to be damage to the catheter tip during removal of the catheter from its packaging due to the design of the tip protector.

Event description:
During an atrial flutter ablation procedure, the distal shaft was bent and the distal electrode was partially torn off the catheter shaft. Once the flutter was completed, the ablation catheter was removed and the left atrium was mapped with an hdgrid. After mapping, the ablation catheter was reintroduced and the distal shaft was noted to be bent and the distal electrode was partially torn off the catheter shaft.